Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip got stuck in the medium-large clip applier instrument and then sprang open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. No part of the clip came off. The clip was completely removed. Issue occurred inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.